Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was reported to be due to bacteria. It was not reported if the patient was hospitalized for the event. The doctor used unspecified anti-inflammatory drug (dose, route and frequency not reported) for treatment. At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was continued during the treatment and was withdrawn at present. No additional information is available.